Event description:
The customer reported a battery out limit alarm. The blood glucose reading was 224 mg/dl. The patient stated that the pump alarmed after a battery change. The customer had trouble clearing the alarm because of a keypad anomaly. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Operating currents are within specification. No unexpected battery out limit alarms noted. Intermittent button response due to corroded keypad traces. No displace ramping anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Cracked case at display window corners and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.